Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ICD replacement due to normal eri, x-ray was performed and image showed externalized conductors. The lead was capped and replaced. Patient's condition was good.